Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The patient was implanted with a replacement aus consisting of a 3.5 cm cuff, pump, and balloon. The procedure was successfully completed without any patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.